Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided the reported tissue damage, dyspnea, and recurrent mitral regurgitation are the result of the single leaflet device attachment (slda). The tissue damage, dyspnea and recurrent mitral regurgitation are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and additional therapy / non-surgical treatment are the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and recurrent mitral regurgitation. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). One mitraclip was implanted reducing mr grade to 1-2. The patient had been having worsening symptoms of shortness of breath for six months. On (B)(6) 2020 an echocardiogram found that the mitraclip had a slda and recurrent mr grade 4. On (B)(6) 2020 a second mitraclip procedure was performed, but mr was only reduced to grade 3-4 with the second mitraclip implant. It was difficult to grasp the leaflets and imaging was very challenging due to the slda clip causing shadows and having a less experienced echocardiographer at this case. A new flail was also noted. The posterior leaflet may have been damaged when it detached from the original clip. A third mitraclip was not attempted due to the mean mitral pressure gradient of 5 mm hg. There was no additional information provided.